Event description:
During follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. X-ray imaging and provocative testing were performed revealing no anomalies. The physician suspected lead damage, although it was not confirmed. Abbott technical support was contacted and confirmed the event. No intervention was performed. The patient was in stable condition.